Event description:
Pt undergoing vertebroplasty. A 13g by 6" depuy vertebroplasty needle with sideholes, lot htjbco was utilized. Needle was inserted into rt pedicle. Tip of needle detached and was retained in rt vertebral pedicle. Risk to retrieve outweighed benefit of removal.